Manufacturer narrative:
No 10012241 product was available for investigation. The customer did not provide any lot information but reported that "it was reported that "for a few months now, we have been having problems with tapering the antitumour therapies. We have to inject against great resistance and are now trying to find out where the problem might lie. The problems mainly occur with syringes with a larger lumen (30 or 50 ml)." The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 10012241 product.

Event description:
No additional information.

Event description:
It was reported that the bd texium closed male luer with female cap was occluded. The following information was provided by the initial reporter, translated from german to english: for the past few months, we've been experiencing difficulties administering antitumor therapies. We encounter significant resistance during injection and are trying to determine the cause. The problems primarily occur with syringes of a larger lumen (30 or 50 ml). Therefore, my question is: have there been any changes (composition, raw materials, supplier) to the following products in the last six months? Even minor changes could be helpful. Standalone access devices for vials/bags (spike) 20mm (mv0420-0006s) texium closed male luer (10012241) luer lock syringe 50ml luer lock syringe 30ml luer lock syringe 20ml (rare).

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.